Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Manufacturer narrative:
Information references the main component of the system and the other applicable components are: product ID 3889, implanted: (B)(6) 2017, product type lead.

Event description:
Additional information was received from a consumer (con) via a manufacturer representative (rep). It was reported that the patient couldn't sit straight. They noted that "this thing kept moving around". They were not going to do the implant.

Manufacturer narrative:
Concomitant products: product ID: 3889, implanted: (B)(6) 2017, product type: lead. A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Event description:
A consumer reported via the manufacturer¿s representative (rep) the patient¿s bandage came off and it looked like the lead had pulled out from the back area a little. The consumer was advised to try and turn stimulation up until the patient could feel it which allowed the patient to feel stimulation in the correct location, so they were unsure if the lead had pulled out some. It was also noted the patient was still really hurting on the right side of their body from where the lead was placed, so they were only able to sit on their left side. The patient¿s physician was aware of the situation, so the patient was waiting to hear back from the healthcare provider¿s office, but the issue wasn¿t currently resolved. There were no further complications reported.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
Additional information was received from the healthcare provider. It was reported that the lead migration was confirmed and all leads were replaced. The patient went on with stages 1 and 2 of the trial. No further complications are anticipated.